Event description:
It was reported that a couple of weeks ago the patient tripped over a push cart, but did not fall. Since that incident the patient had not had great relief and felt stimulation had moved from her bladder to her left butt cheek. The patient was on program 2 at a 3.2v. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va00sw8, implanted: (B)(6), product type lead. (B)(4).